Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
The scrub was attempting to register for this bilateral tka and the robot and kept getting a registration error of ~1mm and failing registration. The vizadiscs were fully seated, the mics did not have drape caught underneath, the black x was flush with the registration tool and everything was assembled properly. We attempted to move things and register multiple times over, but kept getting the failed registration error. We switched out the mics and registration worked and everything passed. When we switched the robot over to the other side of the room, we went to rio set-up with the same mics that we had used successfully on the previous side, and it would not move. We did a mics status checked, it failed, we checked that it was fully plugged in, we re-set the cutter, we made sure arm and pt side matched, and nothing worked. We grabbed a third mics, and it worked right away. A total of two mics¿s went down in the case. There was a delay of 5 minutes in total with both mics¿s going down.

Event description:
The scrub was attempting to register for this bilateral tka and the robot and kept getting a registration error of 1mm and failing registration. The vizadiscs were fully seated, the mics did not have drape caught underneath, the black x was flush with the registration tool and everything was assembled properly. We attempted to move things and register multiple times over, but kept getting the failed registration error. We switched out the mics and registration worked and everything passed. When we switched the robot over to the other side of the room, we went to rio set-up with the same mics that we had used successfully on the previous side, and it would not move. We did a mics status checked, it failed, we checked that it was fully plugged in, we re-set the cutter, we made sure arm and pt side matched, and nothing worked. We grabbed a third mics, and it worked right away. A total of two mics¿s went down in the case. There was a delay of 5 minutes in total with both mics¿s going down.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the scrub was attempting to register for this bilateral tka and the robot and kept getting a registration error of 1mm and failing registration. The vizadiscs were fully seated, the mics did not have drape caught underneath, the black x was flush with the registration tool and everything was assembled properly. We attempted to move things and register multiple times over, but kept getting the failed registration error. We switched out the mics and registration worked and everything passed. When we switched the robot over to the other side of the room, we went to rio set-up with the same mics that we had used successfully on the previous side, and it would not move. We did a mics status checked, it failed, we checked that it was fully plugged in, we re-set the cutter, we made sure arm and pt side matched, and nothing worked. We grabbed a third mics, and it worked right away. A total of two mics¿s went down in the case. There was a delay of 5 minutes in total with both mics¿s going down. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot: k0a38 and 23 including s/n: (B)(4) were accepted into final stock on 8/25/2017. A review of qt17-08-0098 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n: 209063, s/n: (B)(4) in prodex lot: k0a38 shows 1 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA: 1450904 are associated with the failure mode reported in this event.